Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer (fse) investigated the ventilator on site. Fse replaced both pressure transducers and the expiratory channel, but the issue persisted. The reported failure was solved by replacing the expiratory cassette. The replaced part was not returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).